Event description:
Hemorrhage. Case reference number 1450022-2009-00001 is a spontaneous case report received from a pharmacist which refers to a neonatal patient. The patient's medical history, concomitant drugs, and drug allergy history were not provided. On an unknown date, the neonate was administered hepflush-10 (dose unknown) for an unknown indication. The neonate subsequently developed increased bleeding, extent and site(s) unknown. Treatment and outcome were unknown. The pharmacist was uncertain whether the event was related to heparin.

Manufacturer narrative:
Quality investigation is pending. There is a paucity of information available on this case, and to make a complete assessment, information regarding medical condition and concomitant medications would be helpful. However, it is well established that hemorrhage is an adverse event that is frequently experienced by patients exposed to heparin. Therefore, it is possible that heparin caused or contributed to the event.